Event description:
Bd alaris pump infusion set with bonded texium leaked during infusion. Resulted in polatuzumab drug spill on an investigational patient. Leaks with bd bonded and un-bonded texium products have been occurring at this site over the past 9 months. Ref: 24010-0007t.